Event description:
Thermistor port not registering pt's temperature, thus unable to use catheter for cardiac output determination. Then 48 hrs after insertion unable to record pulmonary artery pressure. No blood clot at distal tip of catheter following removal.